Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the t-wave oversensing (twos) was exhibited on a competitor right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a threshold test in clinic, t-wave oversensing (twos) post pace was noted on the right ventricular (rv) lead. Programming changes were made that resolved the twos. The rv lead remains in use. No patient complications have been reported as a result of this event.